Event description:
Country of complaint: (B)(6). Present plasmacup sc was explanted in december because of relaxation after approximately one year. Surgeon estimated that the implant had been implanted too small. With explantation the coating was absent nearly completely, no wear tracks were visible.

Manufacturer narrative:
There are no indications of material or mfg defect with this implant. Evaluation indicates an improper sized implant was used for initial surgery which caused/contributed to requirement of additional surgery for the pt; however, root cause is indeterminate as there could be other unk factors. There are no other complaints for this item.